Event description:
Because of persistent poor performance status and factual results of the cardiac cath on 10/2001, pt chose elective ptca and stent, secondary to the high risk of CABG. Pt was admitted to observation status 5 days later. During the attempted ptca and stent placement into the right coronary artery, the stent came off the balloon inside the ofifice of the right coronary artery, without deployment, prop attempt. Multiple attempts to retrieve the stent were unsuccessful. The pt was immediately begun on a wt. Based heparin drip and taken to the ICU at approx 12:30 pm. The pt was classified an anesthesia risk of 4e and was taken for semi-emergent CABG x3 vessels. Anesthesia time was 1915-0035. The pt received 2u prbg and 1u platelets. A chest x-ray from 4 days later revealed a significantly sized residual pleural effusion. Extra lasix was given. The pt was discharged home 4 days later without further known sequelae, for outpatient follow-up.